Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 604 mg/dl. Customer was very tired. They do feel ok to troubleshoot. Drive support condition was not mentioned. Customer's blood glucose value at the time of incident was 300 mg/dl. Customer current blood glucose level was 160 mg/dl. Customer reports they have contacted their hcp regarding high blood glucose reading. Customer treated their issue with insulin pump and pen. Customer did not mention leaks or air bubbles. Customer declined to check bolus wizard settings for accuracy. Customer has been using insulin pump system within 48 hours of reported high blood glucose reading event. The infusion set was bent. Product will not be returning for analysis.